Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os) in 2009. The patient reported having a posterior vitreous detachment. The reporter at the surgeon's office stated at the post-op visit five months later, the posterior vitreous detachment was confirmed, and the patient was reporting hazy vision and floaters. The reporter stated there was no retinal detachment and the vision was good, bcva was 20/20. The icl remains implanted. The patient is being monitored and the manufacturer will be notified of any further development. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(Hazy vision) - evaluation results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined.